Manufacturer narrative:
The reported event of lead dislodgement, muscle stimulation, and failure to capture could not be confirmed. As received, complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. X-ray inspection found an overtorque of the inner coil at the connector region consistent with procedural damage. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to overtorquing the inner coil inside the connector region consistent with procedure damage. Visual and x-ray inspections of the lead found no anomalies except procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-56153. It was reported that the patient presented to the clinic after experiencing a jolt in her chest area. It was noted that the right atrial (ra) lead was no longer capturing. X-ray showed that the ra lead had dislodged. When the patient present for the lead revision, the left ventricular (lv) was also not capturing. Reposition was attempted for both leads but were replaced. The patient was stable.